Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by bsc members of the training team, medical safety, and clinical specialists. The media review concluded: insufficient imaging to draw conclusions. H6: code added: analysis of data provided by user/third party . H6: code changed from no findings available to no device problem found. H6: code changed from cmc - no problem detected to known inherent risk of device.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was deployed, with the position being at the ostium of the laa and a one-third shoulder noted in the 135-degree view on imaging with 15-20% compression noted. Immediately following implantation, the closure device shifted proximally in the laa and appeared less compressed. There was no leak observed. Despite release criteria being impacted, there were no further interventions performed, or planned. The procedure was concluded. There were no patient complications, and the patient was discharged.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was deployed, with the position being at the ostium of the laa and a one-third shoulder noted in the 135-degree view on imaging with 15-20% compression noted. Immediately following implantation, the closure device shifted proximally in the laa and appeared less compressed. There was no leak observed. Despite release criteria being impacted, there were no further interventions performed, or planned. The procedure was concluded. There were no patient complications, and the patient was discharged.